Event description:
Surgical staff report a reprocessed "ultrasonic curved shears" would not fire consistently on either minimum or maximum settings. Upon researching this issue we were told this is actually the 2nd one of these items which have failed. (The first was unfortunately discarded). No injury to patient as this was found prior to use. When failure occurred a new device (same type) was obtained and used without incident.